Manufacturer narrative:
Updated: h6, h10 this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed gap between the acoustic lens and the ultrasonic probe and chip in the acoustic lens could not be determined. The event can be detected/prevented by following the instructions for use which state: ¿warning¿ ¿ never perform angulation control forcibly or suddenly. Never forcefully pull, twist or rotate the angulated bending section. Patient injury, bleeding and/or perforation can result¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer's allegation was not confirmed as there was connector defect found. The evaluation found there was a gap between the acoustic lens and the ultrasound probe, and the acoustic lens had a chip. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was a movable auxililary attachment while using the evis exera ii ultrasound gastrovideoscope. There was no patient harm associated with the event. The device was returned and evaluated, and there was found to be a gap between the acoustic lens and the ultrasound probe, and the acoustic lens had a chip. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.